Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Model: 9733858. Analysis: connection failure model: 9733597 analysis: connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the external axiem box had a frayed communication/power cable. There was no patient present at the time of the event.